Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional code: mnh, mni. (B)(4), implant date: unknown date in 2010. (B)(4)- adjacent level stenosis and disc disease. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a l2-l5 posterior spinal fusion and was implanted with a synthes uss on an unknown date in 2010. At an unknown point in time, the patient developed adjacent level stenosis and disc disease above the level of the fusion at l1-l2. The surgeon performed the revision on (B)(6) 2016. There was no issue with any of the hardware from the 2010 procedure. During the revision, the surgeon removed the rods and checked the existing screws from l2-l5; the surgeon removed and replaced two (2) screws at unknown levels. During the removal of one (1) of the screws, the handle for hook or screw holder broke. The torque to remove the screw was significant. All the pieces of the handle were retrieved. A different handle was used to remove the screw. The screws that were removed were replaced with new uss screws; new screws were also placed at l1. The surgeon performed a decompression to address the patient¿s stenosis. The surgeon then placed new rods and connected them to the screws from l1-l5. The surgery was successfully completed. Concomitant medical products: uss nut (part # 498.003, lot # unknown, quantity 6), uss screws (part # unknown, lot #unknown, quantity 6); uss collar (part# 498.011, lot# unknown, quantity 6). This complaint is linked to (B)(4) which covers the breakage of part number 388.621. This report is 5 of 6 for (B)(4).